Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that since implant, the patient had felt a "pretty good jolt" in their right leg and hip when sliding into bed and laying down. Additionally, on (B)(6) 2019, the patient had bumped the area where the ins was located, and had been having a lot of pain. It was noted that the patient recently had their stitches removed and it was real sore but there was "no bruising or anything". A request was made as to what kind of settings the patient was using (i.e., low or high frequency settings). It was reported the patient's settings at the time of the call was on group b-program 2 at 0.90 milliamps (ma). It was reviewed that patient services could not confirm if the current settings were high or low. The intensity was increased to 1.2 ma, at which the patient was feeling a tingling in their right leg that they were ok with. It was reviewed that the patient should keep a log to record different settings used and would contact their hcp if the issue doesn't resolve. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient went from 0.9 to 1.2, 1.4 and back to 1.2. They did not go to their healthcare professional (hcp). They eventually went to group a. It is now set at 4.0 and working well. The pain at the ins site is gone. The jolting is not occurring at the setting they are at now. No further complications were reported/are anticipated.